Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that when a nurse changed the mode from s/t to CPAP, proximal pressure line disconnect alarm occurred. They then checked the monitor and found that values were not being displayed. (The mode was changed with the mask still attached to the patient.) The device kept operating. They immediately reported the event to an me then the me shut down the device once and started it up immediately, but values were not displayed on the monitor. The patient no longer required ventilators and used oxygen instead, and there was no patient harm. Around 10 minutes later, they powered on the device again then it started operating without an issue. There was neither delay in therapy nor medical intervention reported due to the event. The authorized service provider (asp) evaluated the device, and the reported issues were not duplicated during a running test. By checking the event log, there was no history of errors indicating abnormalities of the device, and no abnormalities in the device were found during an inspection. The software version was checked. (3.20). Overall checks, cleaning, a run-in test and a functional test were performed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.